Event description:
Customer called from the emergency room to report, she had been having elevated blood glucose levels (bg) with a pod. No other history or pod information is available, the pod was thrown away in a sharps container and the history was cleared due to the nurse taking the batteries out of the pdm overnight. Customer stated her bg rose above 400 mg/dl and she went to the emergency room where she was given manual insulin injections. She resumed pod use in the morning. No further information is available.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.